Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device gas gauge was at 1.5 years during previous check however device had already declared elective replacement indicator (eri) faster than expected after more than two months. Boston scientific technical services (ts) confirmed from the health care professional (hcp) that the right ventricular automatic capture (rvac) had been programmed on and then suggested the health care professional (hcp) to replace this pacemaker device needs and to send it for device analysis. This pacemaker device was then explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.